Event description:
The consumer reported receiving two large burns to her back from the heating pad. She did not seek medical attention for her injury. Burns of this nature are the result of the consumer laying or leaning against the pad which is contrary to proper use instruction.